Event description:
The patient reported being unable to test on their one touch basic enhanced meter due to "not ok" messages. Pt does not adjust their medication based upon meter results and continued to take their daily medications. Pt reported that on 2001, they went to lie down and was later discovered unconscious. The paramedics were called, administered glucose and transported pt to the ER. Pt believes their blood glucose was 15 mg/dl. Pt remained hospitalized overnight with a diagnosis of low blood sugar and released the following day.